Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Right hip revision for peri prosthetic fracture

Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. A medical review was not performed because no medical information was provided. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information and/or the device becomes available this investigation will be re-opened.

Event description:
Right hip revision for peri prosthetic fracture.